Manufacturer narrative:
The device was not returned to resmed for evaluation. Resmed has attempted to make contact with the customer for further information regarding the device evaluation, however, no contact has been made. (B)(4).

Event description:
It was reported to resmed that an astral device's battery failed to charge. There was no patient injury reported as a result of this incident.